Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was device being fired on when issue occurred? Was the device straight or articulated? Was this the first firing of device? Can it be confirmed that the closure trigger was depressed at the same time as the anvil release button was depressed? Please explain what is meant by staples did not work? What was the reason for conversion to open? How was the issue addressed? What is the current patient status?

Event description:
It was reported that the surgeon performed a lap appendectomy on (B)(6) 2018. After firing the ats45 endocutter, the jaws would not open when the release button was pressed. The or called the local representative for troubleshooting suggestions. While on the phone with the representative, it was learned by the representative that the release button was pressed, fully down, and the jaws would still not open. The representative was told the stapler made a "noise" when the button was pressed. The representative suggested prying the firing handle away from the closing handle. Once that was done, the jaws still did not open and the rep suggested doing the same with the closing handle. The jaws then opened and the stapler was put aside. A staff member in the room told the representative that the staples "didn't work" and that they were going to have to open.